Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the reporter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch select simple meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter alleged that the issue began on (B)(6) 2021, at approximately 10 pm. The reporter claimed that the patient felt ¿slight dizziness¿ and decided to take a blood glucose test. The patient obtained a blood glucose reading of ¿193 mg/dl¿ with the subject meter. The patient manages their diabetes with a combination of diabetes medication (dianorm 80mg, volido 0.2 mg, human actrapid insulin - 5units and latur insulin ¿ 10 units, 3 times a day) and stated that they did not make any changes to their usual diabetes management regimen in response to the alleges issue. An unspecified time after the reading of ¿193 mg/dl¿ the patient became ¿unconscious¿ and was immediately rushed to the hospital. A blood glucose reading of ¿40 mg/dl¿ was obtained on the ER meter (greater than 30 minutes between readings) and the patient was treated with IV glucose. It was reported that after some time the patient felt better and was discharged after two days in the hospital. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. Replacement products have been sent to the patient. Even though the patient developed symptoms prior to the product issue, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.